Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot codes were not provided. Medical records were reviewed and there were no surgical complications reported. With the limited amount of information provided, it cannot be determined that the implants contributed to the reported events. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient correspondence: patient is experiencing pain, swelling and loosening. The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised to address aseptic loosening. Upon revision the femoral and tibial components were found to be grossly loose. At this time the tibial tray and femoral component are being reported for loosening.